Event description:
It was reported that the event occurred in the (B)(6). The intra-aortic balloon (iab) was prepped per instruction and the md inserted the teflon sheath into the pt's left femoral artery. While inserting the iab through the teflon sheath, the iab became stuck. As a result, the iab and the teflon sheath were removed as one unit leaving the spring wire guide (swg) in place. Another iab kit was used successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay in treatment. There were no reported pt complications. The pt outcome is "good."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.